Event description:
Acanthamoeba keratitis infection may be related to amo complete moisture plus multi-purpose solution. Dose: clean lens, frequency: everyday. Dates of use: 2006. Diagnosis: to clean contact lens.